Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient was admitted to the hospital with the main complaint of "sudden slurred speech accompanied by left limb weakness for 8 hours". The patient was admitted to the hospital in the emergency department on (B)(6) 2024. The family members reported that about 8 hours ago, there was no obvious cause for sudden slurred speech accompanied by left limb weakness, unstable walking, no nausea and vomiting, no visual rotation, no limb twitching, no incontinence, no palpitation and chest tightness, no shortness of breath, no chest pain or abdominal pain. The patient went to hospital for a CT scan, which showed that the basal ganglia hemorrhage had broken into the ventricle. Intubation, sedation, blood pressure control and other symptomatic treatments were given. For further treatment, the patient was sent to the emergency department of the hospital. Usual health status: general. Emergency department completed relevant preoperative blood tests, rechecked head and chest CT, and completed head cta. Admitted to our emergency green channel and bypassed the emergency department to the operating room. Performed navigation-based right basal ganglia intracerebral hematoma removal and right ventricle drilling and drainage. 12 days after surgery, the patient developed lethargy and gave endotracheal intubation and assisted breathing by a ventilator. They were sedated with drugs and occasionally agitated. The patient currently had a high fever and elevated infection indicators, with a high possibility of intracranial infection. They did not improve after adding vancomycin for anti-infection treatment. Considering that the drug-resistant g-bacteria could not be covered, meropenem could be added for anti-infection treatment, and the temperature and infection indicators were continuously monitored dynamically. Lumbar cistern drainage was performed, and antibiotics were injected intrathecally if necessary. Lumbar puncture and lumbar spinal canal catheterization was performed at the bedside at on november 14. The patient took the right side lying position, hugged their knees with both hands, and their thighs were close to the abdominal wall. The head was bent as far as possible towards the chest, so that the waist and back were arched backwards, and the back was perpendicular to the bed surface and flush with the edge of the bed. After routine disinfection and draping, the 3 -4 lumbar spinous process space was taken, and 1% lidocaine was used to infiltrate the intradermal, subcutaneous and interspinous ligaments layer by layer at the puncture point, and then the left thumb and index finger were used to fix the skin at the puncture point. First, placed the lumbar puncture needle at the midpoint of the interspinous process, perpendicular to the patient's back, and slowly insert the needle tip slightly toward the head. After two breakthrough sensations (breaking through the yellow ligament, dura mater and arachnoid membrane), light red and slightly turbid cerebrospinal fluid could be seen dripping out. Inserted the drainage tube into the puncture needle, with the direction of the tube placing toward the tail end, and entered the subarachnoid space 7-10cm. After seeing cerebrospinal fluid flowing out of the drainage tube, pulled out the needle while fixing the drainage tube until the needle was withdrawn from the skin, and the skin tube end was exposed 22cm (15cm exposure was appropriate). Gently withdrew the drainage tube. When it was withdrawn to 20cm, the tube broke and the broken stump was found to be an irregular shape. Immediately cut the skin 1cm, used vascular clamps to explore and clamp tissue under the skin, but could not find the tube stump. Considering that the tube was left under the skin - in the spinal canal, immediately reported the event to the department director and the director of the intensive care unit. After disinfecting the wound, sutured 2 stitches with no. 4 suture and covered the puncture with clean dressings. The operation was completed, and the family member was notified to communicate the patient's condition. A lumbar spine CT scan was performed and a spine specialist was consulted to assist in the catheter removal surgery, theoperation process was not smooth.